Event description:
Procedure commenced to remove 5 existing leads present within the patient, due to lead failure and svc occlusion. A 16f glidelight laser sheath and lead locking devices used to successfully remove all 5 leads. During re-implantation of a new lead, other devices (non spnc) were in use. Patient's hemodynamics began to worsen. Rescue efforts began; massive rupture of svc and both brachiocephalic veins were found. Repairs were made to the injuries and initially the patient was transferred to ICU; however, later that night, the patient died. Although the patient's hemodynamics worsened during re-implant of the new lead and the physician felt that the injury likely occurred during re-implantation, he also stated that the tear could have been as a result of the earlier laser usage, with the dropping bp taking some time to be noted.